Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the account via a manufacturer representative on 2018-jan-26 reporting that the patient may try to turn stimulation off and would think about it. It was noted that the ¿shocking¿ sensation was so intermittent that they could not recall a consistent interval. The patient had x-rays performed at the clinic to evaluate the ins site which ¿have not resulted yet¿ per the patient. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that in (B)(6) 2017after the patient bumped into a door jam with the implantable neurostimulator (ins) site they felt different sensations that they were not used to feeling. The sensation was intermittent shocking or zapping that the patient could not reproduce. The feeling occurred over the battery and along the right leg. The site was tender when palpated since the ins site was pumped. The patient indicated that they did not feel like the battery had moved. The patient felt like they noticed a gradual reduction in time between recharging session. They charged every 2.5 weeks. The patient charged to 100% every 2-3 weeks with a recharge interval of 30.9 days based on the clinician programmer data. All impedances were normal at around 1000 and a range of 1057-1381 ohms. The group impedance was 814 ohms. It was discussed that if stimulation was off for a period of time they could determine if the issue was stimulation related. No further complications were reported.